Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation at a distance of some 21 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. An electrical short circuit occurred in this area. These findings can be considered as the root cause for the observed low impedance measurements mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited decreasing impedance measurements, including low out of range measurements. In unipolar the impedance measurements were 180 ohms, in bipolar measurements were 500 ohms. Inappropriate atrial tachy response (atr) episodes were also observed due to oversensed noise. The patient experienced a tingling sensation in their chest during vvi threshold testing. Placement of a holter monitor was planned. Additional information was received indicating the lead was explanted and successfully replaced. No adverse patient effects were reported.